Event description:
The event is reported as: alleged issue - "while putting the 5mm clip applier down the trocar to get ready to fire, the clip misfired, and clip got stuck in the jaw, had to clip twice and pull trigger with 2 dropped clips to get the third one to clip down on the vessel". No pt injury reported.

Manufacturer narrative:
No sample was returned for investigation. Method - DHR review performed. Result - DHR review revealed no issues were found in the mfg or packaging of this lot. Conclusion: since no sample was returned, an investigation could not be completed. No root cause could be established. No corrective actions were taken. The MFR will continue to trend this issue.